Event description:
It was reported that a home patient (hp) failed to follow therapy steps while using the homechoice (hc). The hp was in the initial drain and was connected. The patient had all of the line clamps closed during initial drain. The technical service representative assisted the patient in ending therapy. The patient was to start over with new supplies. There was no patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps during the initial drain stage, where the home patient left the line clamps closed during initial drain. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. Users are not instructed to close the patient line clamp anytime during therapy unless for an emergency disconnect procedure. The guide instructs the user to leave any unused lines in the organizer with clamps closed. Additionally, the guide informs the user to open clamps only on lines connected to solution bags to ensure proper priming. It also states to make sure all clamps on unused fluid lines are closed securely. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.